Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, not available at time of report.

Event description:
The customer reported that a patient expired and they wanted to retrieve data for review, specifically the alarms prior to the day of the patient incident.

Manufacturer narrative:
No malfunction was alleged and none is supported. The information provided by the customer finds that the alarms were operational and at no time was the performance of the product in question, per nursing supervisor. The request was related to an md request for data in review of information about the progression of the patient decline before the death but not associated with any alleged failure of the product. The device was therefore not a factor in the death of the patient. No further action or investigation is warranted.